Event description:
Caller reported malfunction on pump, specifically displaying malf 14 code. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.